Event description:
See mdrs 1036844-2014-00049 and 00050 for the first and second kits opened. It was reported the procedure was being performed in the operating room. A third kit was opened and the clinician noticed the spring wire guide was bent. As a result, a fourth kit was opened and used successfully. There was a delay in treatment with no patient harm and no patient death or complications reported.

Manufacturer narrative:
(B)(4).